Manufacturer narrative:
Medtronic received additional information that the device itself leaked. There was no amount of patient blood loss as a result of this leak. There was no transfusion required. There was no damage noted in the instrument or the disposable. The customer observed the leak of water on top of the wash kits. The leak/spill occurred during the 1st round. The bowl or tubing was not re- seated/reinstalled/replaced. The fill (fluid) level of the reservoir, holding, saline, and waste bag at the time of the issue was not noticed. No error warning message appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a autolog wash kit, the customer reported a leak. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.